Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although it was reported that the sutures were not deployed, the event is classified and analyzed as a suture retrieval issue, as the difference between the two failure modes is often not discernable to the user. The reported suture deployment issue was confirmed as a suture retrieval issue (anterior needle disengagement) was observed. Additionally, device analysis revealed one cuff tab was separated and was not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other perclose proglide devices referenced are being filed under separate medwatch manufacturing report reference numbers.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, at the left common femoral artery, the suture of the first proglide device came out with the knot. A second proglide device was used and the sutures were not deployed. The sutures of two additional proglide devices were successfully deployed. At the right common femoral artery, the suture of the first proglide device came out with the knot. A second proglide device was used and the sutures were not deployed. The sutures of two additional proglide devices were successfully deployed. The aaa procedure was completed and hemostasis was achieved at both common femoral arteries with the successfully preplaced sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.